Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The company service representative examined the system and was able to confirm but not able to replicate the reported event. Unrelated to the reported event, the company service representative found intermittent system message (sm) [mechanism timeout error]. The fluidics module was replaced to address sm [mechanism timeout error] and repaired the drawer. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing no phacoemulsification. Additional information has been requested but not received.